Manufacturer narrative:
The reported glidescope spectrum single-use qc miller s1 laryngoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported light failure. The device passed visual inspection. When connected to verathon's test equipment, the laryngoscope produced a normal image. However, the laryngoscope's led failed to illuminate. The glidescope spectrum single-use qc miller s1 laryngoscope failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the laryngoscope was scrapped due to being a single-use device and there being no repairs available. Corrective action is not required at this time. Verathon will continue to monitor trends.

Event description:
A customer reported that during a routine patient intubation, using a glidescope spectrum single-use qc miller s1 laryngoscope, the light source did not work. It was reported that the image was dark upon inserting the blade into the patient's mouth. Subsequently, the doctor opted to complete the intubation via direct laryngoscopy. No delay in the procedure or harm to the patient was reported.